Event description:
It was reported to philips that the device has ECG signal interference. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed tests. The customer was informed that other devices connected in the institution room caused interference on ECG signal, adjustment on the environment needed. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time.